Event description:
It was reported through the litigation process that two months and four days post a port placement via the right internal jugular vein, the patient was allegedly diagnosed with thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and four days post a port placement via the right internal jugular vein, the patient was allegedly diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, medical records were provided for review. Medical record review states that the patient underwent right internal jugular vein port placement procedure. Two months later, venous study showed extensive clot seen throughout the entire left leg and patient underwent inferior vena cava filter placement for extensive deep vein thrombosis the next day. Therefore, it can be confirmed that the patient experienced thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.